Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-00662. It was reported that during patient's procedure (see related manufacturer reference number 1627487-2023-00662), mac anesthesia was used, and the patient developed respiratory distress, low oxygen levels, and respiratory issues. It was noted that the patient may have aspirated. The procedure was abandoned, patient was given oxygen, brought to the recovery room and admitted to the hospital. The patient was later discharged from the hospital.